Event description:
It was reported that the patient was in need of an urgent battery referral. The patient was reported to have experienced multiple seizures within 24 hours after trauma to head while at work. The patient's battery was noted to be low upon interrogation the patient was urgently referred for replacement as a result. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The suspect product has been received by the manufacturer and is currently undergoing analysis. No other relevant information has been received to date.

Event description:
Product analysis testing on the generator was completed. No anomalies were detected during testing. No other relevant information has been received to date.

Event description:
A response was received regarding the manufacturer's good faith attempt questions. It was determined that the increase in seizures was due to ¿low battery¿ and ¿external factors¿. The patient¿s seizure rate was confirmed to be above the pre-vns baseline levels. Later, an implant card was received indicating that the patient's generator was replaced due to battery depletion. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.